Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer's meter and test strips were requested for return. The customer stated that the test strips were not available for return. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a question inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 11:30 am the laboratory result from a venous sample was 2.5 inr. At 12:59 pm the meter result was 5.1 inr. The customer's therapeutic range is 2.8 to 3.2 inr. There was no allegation of an adverse event. The customer takes iron pills but could not provide their last hematocrit result. The customer is not sure if they are anemic.